Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The returned device was evaluated and while the root cause could not be fully determined, the following were identified as contributing factors to the stated failure: improper handling of the device by allowing it to become wet, which is not part of the normal operating environment. The reported problem could not be duplicated under normal operating conditions and environment. Corrosion was evident on the front chassis and front panel chassis. A worn scope socket, causing poor connection, a worn socket air joint leaking air pressure and corrosion in the air tubing were found indicating poor maintenance and a failure of the user to evaluate the condition of the device prior to use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was burned in for more than 3 hours with a test clv-180 and the customer's cv-180; the power functioned as expected and did not shut off during the testing. However, corrosion on the front chassis and front panel chassis, a worn scope socket, causing poor connection, a worn socket air joint leaking air pressure and corrosion in the air tubing were found. A cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that the "machine got wet, was not working properly and shut off." The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.